Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where a pocket load was generated for the medication required confirmation. A technical support specialist (tss) dialed into the enterprise server (es) application server. The tss ran the inventory report and identified that auxiliary drawer 4.2 pocket e2 contained warfarin (coumadin) 3 mg instead of cefpodoxime 200 mg (medid: (B)(6)). This was identified as a known behavior in the pyxis es server where, if a pocket is unloaded during drawer recovery, the outbound message does not include pocket information because it is no longer associated. This prevents the pocket data from being sent from the pyxis device to the es server and then to the carefusion coordination engine (cce), resulting in no data appearing in the cerner system. The tss confirmed that a "resend pocket load," which reassociated the pocket and triggered the pyxis device to resend the information, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where a pocket load was generated for the medication and required confirmation on the device, but the medication did not populate as loaded in cerner formulary tool. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.